Event description:
This complaint addresses a product received as a blind unit, elevated to the status of medical device complaint as a result of the product investigation device analysis. This complaint, as reported from the voice of the customer, does not provide any patient consequences or injuries, nor any identified device malfunctions.no additional impacted products, coding changes, or modifications to the existing us-FDA MDR reportability determination is required.

Manufacturer narrative:
Device evaluation completed on june 20, 2024: blind device was received on may/22/2024 with no complaint information attached and could not be associated with an existing complaint. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 450cc breast implant had a crease/fold on the anterior view extending to the posterior view. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).